Event description:
It was reported that the patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) leads were replaced due to an unknown reason. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6) batch/lot number: 7082933 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2317-70 serial number: (B)(6) batch/lot number: 7082477 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI)#: (B)(4).